Event description:
Medtronic received information that a 26mm edwards sapien transcatheter valve was implanted valve in valve. A bav was performed and reduced the pvl to mild. Following the procedure atrial fibrillation (afib), bradycardia, and left bundle branch block (lbbb) were noted requiring a permanent pacemaker to be implanted five days post valve implant. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)